Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/21/2017 with the following findings: during investigation, the display was dim and discolored. Animas was unable to successfully submit this case, that was complete and ready for transmission, by the due date due to esg product issues at the FDA. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 8/21/2017.